Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint - litigation alleges that patient has experienced hip pain that goes down into her left knee and into her foot, weakness and difficulty walking. Patient has elevated metal ion levels. Patient's preliminary disclosure form was received on 6/26/2012, which provided part/lot information. Update - 9/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported,the metal ion levels provided are at reportable levels. Updating cup/head and adding stem/sleeve. The complaint was updated on: 10/13/2016.